Event description:
During inflation of the mid lad stent, there was balloon rupture at low pressure causing a local dissection. The lumen was compromised between the mid & distal stents requiring a third stent to be placed resulting in the entire mid & distal lad graft to be stented.